Event description:
Customer reported a no delivery alarm followed by a motor error alarm that occurs when he attempts to bolus. He could not recall any significant events leading to this alarm. He stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer was assisted in clearing the alarm but stated that he was unable to clear the alarm. The blood glucose reading was 120 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed functional testing. No unexpected motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched liquid crystal display window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.